Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during facility service/maintenance, in a non-clinical setting, the flex deflectable videoscope displayed a scope communication error b30. There was no patient involvement, and no harm was reported as a result of the event.